Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a dialysis catheter. Customer reported that they had a problem with a back end of a dialysis catheter and it needed a repair. The venous trac adapter cracked.

Manufacturer narrative:
Additional info was received that catheter was replaced. An investigation is currently under way. Upon completion the results will be forwarded.